Event description:
It was reported that patient experienced inadequate stimulation from the device and underwent an explant procedure.

Event description:
It was reported that patient experienced inadequate stimulation from the device and underwent an explant procedure. Additional information was receive that the office was mistaken and patient has still the scs implanted.